Manufacturer narrative:
Product ID 3389s-40, lot# v534487, implanted: (B)(6) 2011, product type lead. Product ID 3389s-40, lot# v534487, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that there was a loss of therapeutic effect. The patient reportedly had a seizure a year prior to the report that lasted 20 minutes. It was stated that his chest was "vibrating wildly" where his implanted device was located and "jumping madly". It was reported that the patient went to the hospital and "release with touch and go for a while". It is unclear what the patient meant by this. It was further reported that the patient had been "normal for the past 8-9 months". Several days prior to the report the patient woke two days in a row with a return of his tremor "with full force". The patient reportedly thought his device had died because the tremor had come back. The patient was seen by his health care provider (hcp) and it was determined that his device was off. The hcp turned the device back on and it "helped him". It was noted that it was not known how the device had turned off. A few weeks later it was reported that the patient was still having concerns about his device or therapy but he was working with his hcp or a manufacture representative and had an appointment on (B)(6) 2012. Additional information has been requested but was not available as of the date of this report.